Event description:
It was reported that low impedance was observed on the atrial lead. Testing yielded a single instance of loss of capture. The lead was explanted and replaced. Upon removal, the lead insulation was noted to be damaged.

Manufacturer narrative:
(B)(4).